Event description:
It was reported that black particles was coming out of the channel of the uretero-reno videoscope. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h4 the device was returned to olympus for inspection and the reported failure of black particles coming out of the channel was not confirmed. Based on the results of the investigation a probable cause could not be determined as the malfunction was not confirmed. Olympus will continue to monitor field performance for this device.